Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent primary thr surgery (left hip) on tuesday the (B)(6) 2021. In regards to the post operative component positioning, it's noticeable that the patient has no pubis due to a previous sarcoma, so referencing for cup positioning was challenging. As a result, the primary cup was not placed in an optimal position, and the patient has suffered a subsequent post-operative dislocation. The surgeon elected to revise the hip (revision surgery was performed today ¿ saturday the (B)(6) 2021). Corail stem was upsized to a 14 ho from a 13 std, and the pinnacle cup was removed and revised to a zimmer/biomet g7 cup.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Visual examination of the provided x-ray image confirmed the reported event. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : a worldwide complaint database search found no additional related reports against the provided product code/lot number combination. Based on the inability to find any additional related reports against the provided product code/lot number combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent primary thr surgery (left hip) on tuesday the (B)(6) 2021. In regards to the post operative component positioning, it's noticeable that the patient has no pubis due to a previous sarcoma, so referencing for cup positioning was challenging. As a result, the primary cup was not placed in an optimal position, and the patient has suffered a subsequent post-operative dislocation. The surgeon elected to revise the hip (revision surgery was performed today ¿ saturday the (B)(6) 2021). Corail stem was upsized to a 14 ho from a 13 std, and the pinnacle cup was removed and revised to a zimmer/biomet g7 cup.